Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose levels of 250mg/dl. Elevated blood glucose levels were treated by delivering a correction bolus. Tandem technical support discussed factors that could affect blood glucose levels with the customer. The customer mentioned that they had an infection that could be the cause of high blood glucose levels. Recommendation was made that the customer consult with their healthcare provider.